Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one titanium low profile port attached to a groshong catheter was returned for evaluation. Functional, gross and microscopic visual evaluation were performed. The investigation is confirmed for the reported catheter fracture, leak and identified deformation, naturally worn and material separation issues as a complete circumferential break was noted on the proximal end of the catheter in the first device with granular break surface. A circumferential split was noted in the second device approximately 6.8cm from the distal end of the cath-lock with partially rounded break surface. Further a complete circumferential break was noted in the second device approximately 7.6cm from the distal end of the cath-lock with distinctly granular break surface. Also, a leak from the circumferential split was observed. A definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: b5, g3, h6(device, method). H11: h6(result and conclusion). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that approximately two years post port placement, the device allegedly leaked and the catheter was allegedly found to be broken upon x-ray examination. The distal catheter segment and the port body were removed. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that some post port placement, the catheter allegedly broke. There was no reported patient injury.